Event description:
Caller reported an error with their cgm, identified as error 42, related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Cts walked caller through pump reset. Cgm error code did not display on the pump after reset. Caller successfully started their sensor session.